Manufacturer narrative:
(B)(4). Concomitant medical products: unknown discovery humeral condyles, lot# unknown, item# unknown. The reported event is confirmed via x-rays. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The x-ray review from the surgeon identified that there was a slow progressive loosening line which became aggressive, requiring revision of the elbow to a long stemmed humeral component. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown date, 2012, unknown date, 2004,unknown date, 2012. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03287, 0001825034-2017-03295 and 0001825034-2017-03349.

Event description:
It was reported that the clinical patient underwent an elbow revision due to progressive loosening approximately eight (8) years post-implantation. A longer stemmed humeral was implanted at the revision with new elbow components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Date of event - onset was in 2012, month and day - ni. Initial implant date - unknown date in 2004, month and day - ni, explant date - unknown date in 2012, month and day - ni. Concomitant medical products - unknown discovery humeral condyle kit, part# unk lot# unk; unknown discovery ulnar component, part# unk lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.